Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower door was unable to open and failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to insufficient user permissions for items in that compartment. A field service engineer advised the customer to check their pharmacy tech access permissions in es. The user was able to resolve the issue and able to access the compartment. The system functioned as intended after the user resolved the issue.